Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable estradiol result from the cobas 6000 e601 module. The initial result was 52.9 pmol/l. The repeat results were 18.35 pmol/l and 82.2 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found the pinch tubing was damaged and replaced the tubing and performed preventive maintenance. The investigation determined the service actions resolved the issue